Event description:
It was reported that the device had error in line. Replaced the sensor and it is still show the error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced m1 bezel with m2 bezel for error in line. Keypad not affected by recall. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Bd does not condone the use of non-supported parts within any of the alaris system devices. The risk of non-supported parts installed in the device(s) by the customer is unknown. A review of the device history record showed the device had a manufacture date of 12jul2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to non supportive 3rd party bezel assy installed. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. The affected device has been received and an evaluation is pending.

Event description:
It was reported that the device had error in line. Replaced the sensor and it is still show the error. No additional information was provided. There was no patient involvement.